Event description:
It was reported that a pump module had an over infusion of magnesium. During infusion set up, the clinician identified the patient by wrist band scan, the medication was scanned, and hooked up to the pump. When the pump module was scanned an "internal error" was notice on computer. The module showed "ER". At that time, the pump module infused the magnesium over 10 minutes. Medication stopped by clinician. Patient vital signs obtained, patient denied any pain/discomfort, normal sinus rhythm was observed on the monitor. Errors on the pump module continued to alarm and would no longer register with any other channels. Pump removed from patient room, new pump obtained.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial, device manufacture date. Additional information: device eval by manufacturer, reason code for no evaluation - if other specify, device manufacture date, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number #(B)(6) is a concomitant and this file has captured the correct suspect device with serial number #(B)(6) as per investigation report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pump module had an over infusion of magnesium. During infusion set up, the clinician identified the patient by wrist band scan, the medication was scanned, and hooked up to the pump. When the pump module was scanned an "internal error" was notice on computer. The module showed "ER". At that time, the pump module infused the magnesium over 10 minutes. Medication stopped by clinician. Patient vital signs obtained, patient denied any pain/discomfort, normal sinus rhythm was observed on the monitor. Errors on the pump module continued to alarm and would no longer register with any other channels. Pump removed from patient room, new pump obtained.